Manufacturer narrative:
The technician found after troubleshooting that the problem is a faulty emergency trendelenburg valve. The technician replaced the emergency trendelenburg valve to resolve the issue.

Event description:
Technician alleged that the head hi/low drifts down slowly. No pt impact was reported.